Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is: the video connector was cracked, and it was thought that moisture had penetrated into the interior because the airtightness of the present product could not be maintained. Therefore, it is presumed that flooding occurred in the main unit imaging and camera cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the camera head exhibited water immersion in the imaging of the main unit, camera cable is flooded, and there was adhesive on the main unit. There was no patient involvement.